Event description:
The event involved a chemolock¿ bag spike where the customer reported that the spike punctured through IV chemotherapy and caused a chemo spill and dripped onto skin causing cytotoxic exposure to nurse. There was a patient involved but no no adverse outcome was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.